Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that she attempted to use the ez breathe atomizer to alleviate symptoms of an asthma attack without success. She reported that the device failed to produce a mist from the asthmanefrin inhalation solution. Instead of seeking medical attention, the patient returned to (B)(6) in order to exchange the investigated device for a new atomizer.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequences is improbable and that no complaints documenting deaths or serious injuries have been received. The root cause of this complaint cannot be identified, since the device was not returned.